Event description:
The pt's family member performed blood glucose tests for their parent on the suspect device. The readings obtained were between 192 and 200 mg/dl. Their parent showed symptoms of hypoglycemia and their family member injected insuline based upon the device results. Their parent became unstable and they called 911. Emergency medical technician's checked pt's blood glucose on their meter and the result was 29mg/dl. Pt was taken to the hosp and admitted. Family member became angry over the telephone and would not provide any add'l info.